Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging neuropathy and not enough oxygen, lightheaded. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices. The manufacturer previously received information alleging neuropathy not enough oxygen,lightheaded related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An exterior investigation observed an unknown dust/dirt contamination present on all surfaces of base unit. An unknown white colored dust contaminant can be seen at the filter air inlet under the sd card flip door. Interior investigation observed unknown dust/dirt contamination on bottom enclosure, blower box housing, blower motor casing, impeller, and rear panel o-ring. Evidence of unknown liquid ingress and mineral deposits observed on bottom enclosure and blower motor casing. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found on motor casing and bottom enclosure. Water ingress has been previously addressed. It is unable directly address the symptoms outlined in the complaint. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes there is evidence of sound abatement foam degradation/breakdown was not observed in the base unit.